Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a user error in the placement of the implant. It was reported that the patient was revised because the surgeon was not happy with the placement of the implant. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00351. Concomitant medical products: item# 24-6563; lot# 027870a. Item# 24-6555; lot# 753700a. Item# 24-6562; lot# 988720d. Item# 24-6551; lot# 017810c. Item# 24-6565; lot# 816590c. Full establishment name - (B)(6) medical center. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial segment procedure approximately two (2) months ago. Subsequently, the patient was revised on the left side approximately one (1) month post-implantation. Surgeon was not happy with the placement of the implant and replaced the fossa with a larger model. Attempts have been made and no further information has been provided.